Manufacturer narrative:
Na

Event description:
It was reported that the capture thresholds increased from 0.5 v at 0.5 ms at implant, to 2.5 v at 0.5 ms in 2008. In 2009, capture thresholds were noted to be 3.25 v at 0.5 ms. The patient complained of pounding in the chest. Imaging confirmed perforation. The lead was successfully repositioned.